Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00273, initially reported on 27-mar-2020 through esubmitter. This MDR is to reflect the additional information received. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2003, revised and pump/cylinder set replaced on (B)(6) 2020 due to a pump tubing leak and cylinder leak (tear). A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the pump inlet tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic inspection revealed groups of partial separations within abrasion on the pump inlet tubing, the shorter pump exhaust tubing, and one group on the cylinder 1 exhaust tubing near the strain relief, and another on the cylinder 1 exhaust tubing near the detachment site. These were not sites of leakage. Microscopic inspection revealed confined abrasion on the cylinder 1 exhaust tubing adjacent to the strain relief, indicating the area was kinked and abrading against itself for an extended period of time. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all the pump tubing indicated that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the pump inlet tubing at the pump inlet tubing/strain relief junction. A separation such as this may then result in leakage. The information received also indicated there was a cylinder leak; however, no functional abnormalities were noted with either cylinder. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, pump tubing leak + cylinder leak. The pump and cylinders were replaced. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.